Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk bi-ventricular defibrillator (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as oversensing due to lead noise and inappropriate device detection and therapy. The right ventricular (rv) lead was capped and replaced and the device remains in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.